Manufacturer narrative:
Insulin pump had blank display due to corroded on electronics. Unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Pump had stained end cap sticker, cracked display window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a blank display. The blood glucose level was 27 mmol/l. Customer stated that screen was blank. Customer stated that the battery compartment was cracked. The product will return for the analysis.